Manufacturer narrative:
A touchscreen was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was due to the ul_lr/ur_ll resistance are out of specification. Mfg report number: 2031642-2021-00710.

Event description:
It was reported that the ventilator's touch panel on the display responded poorly so a modification was unable to be performed on the touchscreen. There was no patient involvement. The manufacturer's international service technician confirmed the reported issue. In addition the manufacturer's international service technician found in the ventilator diagnostic logs error code indicating ventilator restarted. The ventilator restarted issue could not be duplicated but the error code was found in the logs. The manufacturer's international service technician replaced the touchscreen and central processing unit (cpu) to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 24feb2021.

Event description:
It was reported that the ventilator's touch panel on the display responded poorly so a modification was unable to be performed on the touchscreen. There was no patient involvement. The manufacturers international service technician confirmed the reported issue. In addition the manufacturer's international service technician found in the ventilator diagnostic logs error code indicating ventilator restarted. The ventilator restarted issue could not be duplicated but the error code was found in the logs. The manufacturers international service technician replaced the touchscreen and central processing unit (cpu) to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.